Event description:
Allegedly, the super 90-s was not suctioning.

Manufacturer narrative:
The unit was returned for evaluation. Visual inspection showed that the tip electrode area, of the probe was covered with residue of burned tissue and blood. The unit was submitted to a flow test of pressure. This unit sucked water slowly. The unit did not represent occlusions in the inner lumen/suction tube joint area. The unit did not present occlusions in the suction/tube adapter joint area. Small object was introduced through the electrode's orifices of both units to try to identify any occlusion in that area. Two of the four orifices were unclogged with the small object. The other two orifices were not possible to unclog. The most probable root cause is occlusion in the unit's suction path.